Manufacturer narrative:
(B)(4). An attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a potential compromised therapy condition was detected by the remote monitoring system. This device remains in service. No adverse patient effects were reported.